Manufacturer narrative:
The customer service representative reviewed the module logs but was unable to determine a single part as the cause of the result issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The account observed false negative syphilis result when processing on the alinity I processing module. On (B)(6) 2025, sid (B)(6) tested syphilis of 0.19 s/co negative. The result was not reported out of lab. The sample repeated on another instrument with reactive results of 9.62 s/co. The patient was known to be syphilis positive. The previous patient sample tested on (B)(6) 2025 result of 9.08 s/co reactive. No impact to patient management was reported.

Event description:
The account observed false negative syphilis result when processing on the alinity I processing module. On (B)(6) 2025, sid (B)(6), tested syphilis of 0.19 s/co negative. The result was not reported out of lab. The sample repeated on another instrument with reactive results of 9.62 s/co. The patient was known to be syphilis positive. The previous patient sample tested on (B)(6) 2025 result of 9.08 s/co reactive. No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow up result will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.